Manufacturer narrative:
The automated impella controller (aic) controller was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported the automated impella controller (aic) had a system self check failure message after powering on the aic. The aic was shutdown and restarted and produced the same error. There was no reported patient harm.

Manufacturer narrative:
A.2 age should have been left blank on the initial manufacturer device report number 1220648-2023-05206 as it is unknown. A.3 unknown should have been selected on the initial manufacturer device report number 1220648-2023-05206 as it is unknown. D.1 and d.2 brand name and common device name were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05206 was submitted. D.4 model number, serial number and catalog number were revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05206 was submitted. E.2 and e.3 revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-05206 was submitted. G.1 reporting contact email was revised since the initial manufacturer device report number 1220648-2023-05206 was submitted in accordance with updated procedures. Reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-05206 and was added.